Manufacturer narrative:
The complaint states the instrument was on the back table when the tech hit and banged it against something during setup and two of the pieces of plastic came off the instrument. The investigation could not confirm the failure mode as no device was returned. Both failure modes; patient harm and delay to surgery have been adequately covered in the risk assessment ((B)(4)) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument was on the back table when the tech hit and banged it against something during setup and two of the pieces of plastic came off the instrument.